Event description:
It was reported to vyaire medical that the customer was having issues with the map alarm. The initial issue occurred on (B)(6) 2024 and the device had been on the patient for 3 days at that point. When it alarmed, they noticed the map at -6.0 and the frequency at 1.6. They moved the patient to a different ventilator. No patient harm was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
No product was returned for evaluation; however, a field service technician went on-site to evaluate and repair the device.

Manufacturer narrative:
H3: findings/root cause: the customer's reported issue could not be duplicated or confirmed. A fiels service technician went onsite and checked and tested unit with customer circuit and settings. Calibrated airway pressure transducer, ddi, and pneumatics. Ran performance test, unit passed all test and runs according to OEM spec. A corrective or preventive action is not indicated at this time. This complaint will be included in on-going complaint trending analysis.